Event description:
It was reported to philips that the system's flexvision computer failed, which can impact booting. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that flex vision computer failed. Quotation has been cancelled by the customer and service has not been provided. No work performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.